Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise to out of range shock impedance measurements. Technical services (ts) recommended lead replacement or reprogramming. This rv lead remains in service and no adverse patient effects were reported.